Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The complementary metal-oxide semiconductor (cmos) was evaluated and reset to manual, and the date/time was set to current values. The system was tested and found to be working as intended and returned to service.